Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during a meeting with the patient, high impedance was observed for the drg system l2 placement lead. A revision surgery may be taken to address the issue.

Event description:
Related manufacturer reference number: 1627487-2021-15934. It was reported that one of the patient's leads was exhibiting high impedances. As a result, the physician explanted the patient's leads. Note: it is unknown which lead was exhibiting high impedances so both are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.